Event description:
It was reported that during the implant attempt, blood was seen in the lumen of the lead, and it was not possible to fully insert the stylet. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The inner insulation was kinked buckled, and blood was found in/on the helix/lobe mechanism. The lead appeared to be stretched and damaged at implant.